Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) displayed a low voltage fault code upon interrogation. The local boston scientific field representative (fr) sent in save to disk for evaluation. Boston scientific technical services indicated that the save to disk confirmed the presence of a low voltage fault code. The fr indicated that the patient would be seen for a device change out procedure within the coming weeks. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted gouges in the header and blood in the atip, rvtip and df+ sealplug wells as well as in the atrial port. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
At this time, the device remains in service. When additional information becomes available, this report will be updated.

Event description:
--

Event description:
Subsequent information indicates that the patient was seen for a surgical procedure where the device was successfully explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.